Manufacturer narrative:
Additional information stated that the customer was able to resolve the issue by using an alternate cable to charge the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.